Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. It was noted that the battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01/06/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 12/17/2015 with the following findings: a review of the pump black box data showed no pump reboots had occurred. During a visual inspection of the pump, the battery compartment was found to be cracked on the side from threads to cover. Corrosion was observed inside the battery compartment. A leak test was performed and a battery compartment leak was found. The battery cap was not returned with the pump. The pump was exercised for 24 hours using a test battery cap with no power interruptions occurring. The pump case was removed, and no evidence of moisture ingress or damage to the power circuit was found. Unrelated to the complaint, investigation revealed that the display was discolored. (B)(4)